Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an ECG showed noise. The patient did not receive inappropriate therapy. Lead damage is suspected. The physician decreased the sensitivity and monitoring will continue.